Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's parent reported inaccurate cgm values occurred one day after the sensor was inserted in the abdomen. The patient was with the parent when he experienced a seizure and loss of consciousness. There was no documentation of patient symptoms prior. There is no documentation of cgm alerts or alarms at the time of the event. The cgm was showing 90 mg/dl and the parent took a bg, which was reportedly low; however, no value was provided. The parents treated the patient with unspecified glucagon before calling an ambulance. The patient was transported to the emergency department. Upon arrival at the hospital, the patient's bg rose to 87 mg/dl without mention of the cgm reading. At the time of the report the following day, the patient was still in the hospital. There was no documentation of further medical evaluation or intervention for hypoglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.